Event description:
Hold divyathe following is based on the medical records provided by the patient's attorney. The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6), 2010 after the user of the product.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. Medical records information reviewed: this event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected casual relationship between the product(s) and the event. There is no history of specific malfunction or product being out of specifications. The allegations of serious injury remain speculative in nature. This event report is related to five separate products and associated with MDR's 8030665-2014-00496, 1225714-2014-05000, and 1225714-2014-05001.